Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of a (B)(6) male patient contacted zoll to report that the patient died on (B)(6) 2014 while in the hospital wearing the lifevest. The patient's wife reported that the patient's passing was cardiac related. She reported that something was alarming but she wasn't sure if it was the lifevest. She reported she'd never heard the alarms before and assumed it was the lifevest. She reported the patient was being moved as he was code blue. She reported the patient was somewhat alert during the alarms and that the patient had an x-ray that morning. Review of the event indicates that the patient experienced an inappropriate defibrillation event. Supraventricular tachycardia (svt) at 140 bpm contributed to the false detection. The post shock rhythm remained in svt. The response buttons were not pressed during the entire event. The patient remained at the hospital and passed away that day.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and bel;t sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Monitor sn (B)(4): 07/01/2012. Electrode belt sn (B)(4): 09/01/2010.